Event description:
Imp# (B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4) and it is currently being returned to the mfg facility located in (B)(6) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).